Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised for altr. Update rec'd 08/03/2015: the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records the patient was experiencing pain. Records also indicated the patient had significantly elevated metal ion levels and metallic artifact. At this time the patient's femoral stem is being added to the complaint and reported. The complaint was updated on: 08/26/2015.

Event description:
Update jul 05, 2017: pfs and medical records received. Pfs alleges elevated metal ions and inability to exert resistance in a straight raised leg and significant pain when rising from a seated position. After review of medical records for MDR reportability it was reported that the patient was revised to address failed total hip arthroplasty and increasing pain. On the operative note it was mentioned that the patient had an MRI which was negative for pseudotumor. Revision note also reported that there was no obvious metallosis detected. Patient had some black-stained synovium adjacent to the hip, which was excised. The trunnion was intact without any corrosive changes as the liner. Laboratory values for cobalt/chromium are above 7 (no unit). This complaint was updated on: jul 13, 2017.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 08/31/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. At this time there is no new information that would change the existing MDR decision. The complaint was updated on: 09/25/2015.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).